Event description:
Account experiencing discrepant magnesium results, once per day over the past two weeks. Only the following example was provided. Initial result gave 3.1 mmol/l; repeat gave 1.9 mmol/l. Erroneous result was reported. Patient not adversely affected. The field service representative determined the cause to be dirty and scratched cells, and replaced cells. Additionally, the probes and rinse mechanism were aligned, and the gear pump pressure and probe rinse operation were checked. Performance tests were performed and within specification.